Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2013 and suture was used. During the procedure the needle pulled off the suture. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The ends of the suture were cut and the needle was not returned for evaluation. Therefore, complete evaluation to determine the assignable cause cannot be determined.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.